Event description:
During the molding of the ipsilateral iliac leg graft, the balloon catheter became stuck to the graft and pulled the device downward. The previous twenty-two millimeter overlap was reduced to a fourteen millimeter overlap. Attempts to release the balloon from the graft included utilizing a snare to loop the balloon, removal of the wire guide in place and allowing the balloon to "free float" inside the graft. After the balloon was successfully removed a retrograde angiogram noted a "wisp" of an endoleak. Leg graft was re-ballooned without complication. Due to the minimum overlap, the physician decided to deploy an iliac leg extension, overlapping the two grafts at the junction, to prevent future complications resulting from a change in the aneurysm, altering the positioning of the graft and overlap. Procedure was concluded after the final angiogram visualized a secure seal at the junction and no evidence of endoleak presence.